Event description:
Information was received that this incident did not occur while in patient use. Issue was discovered when technicians were either cleaning or testing the devices in house.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the customer's reported problem was not duplicated. Error code "42873" was not duplicated during power up process and infusion test. Although the reported problem was not duplicated, multiple "42873" codes and "loss of power occurred while running" were found recorded in the event log. Service replaced the main board as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "error - 42873". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.